Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. An autopsy was not conducted, and hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2023 due to spontaneous, severe cardiac rhythm disturbances requiring resuscitation that resulted in right ventricular (rv) failure. A specific cause for the cardiac rhythm disturbances was not identified. It was reported that the patient outcome was not considered to be device or therapy related, and the device had operated as intended.